Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that safelight adapters not powering the light off when disconnected.

Event description:
It was reported that safelight adapters not powering the light off when disconnected.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: not powering the light. Probable root cause: poor light cable alignment in jaw, reed switch assembly malfunction, moisture ingress, intermittent electrical component contact in safelight circuit, magnet missing from safelight adapter, use error. The reported failure mode will be monitored for future reoccurrence.